Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the synchroseal involved with this complaint and completed the device evaluation. Failure analysis reproduced and confirmed the customer reported complaint. Failure analysis found the primary failure of torn jaw cover to be related to the customer reported complaint. Visual inspection was performed, and the instrument was found to have a torn jaw cover. The tears measured approximately 0.058" - 0.230" in length. No missing material was observed. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement, and self-check tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Upon visual inspection, all 9 jaw ceramic dots were present at the tips. The instrument was connected to the e-100 generator and was tested for energy delivery and passed. A review of remotefe and digital signal processor (dsp) logs showed no failures. The root cause of this failure is attributed to the user. Failure analysis found the secondary failure of dislodged grip spring to be related to the customer reported complaint. The housing was removed, and the grip spring was found to be dislodged from the slug. The dislodged grip spring results in the grip tips not closing when the grip open lever is released off the system. The root cause of this failure is attributed to manufacturing. An additional observation that was not reported by the site: the instrument was found to have damaged grip tips. The grip tips exhibited mechanical damage. No missing material was observed. The root cause of this failure is attributed to the user.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the customer reported that the wrist cover of the synchroseal was torn apart. Since the jaws of the instrument could not be closed, the instrument was removed with the cannula. It was confirmed that there was no fragment fall into the patient. The procedure was completing as planned with no reported injury.